Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the implantable cardiac monitor (icm) had prematurely depleted. The patient was asymptomatic. The icm was explanted and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device was at end of life (eol) level upon receipt. Device arrived unable to interrogate. Analysis of session record was performed and increasing monthly current was noted. The device was cut open for measurement. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic). A longevity calculation was performed and found the battery depletion was premature.